Manufacturer narrative:
A review of the device history record (DHR) identified five (5) rejects of this lot number for foreign material. Complaint files were reviewed and there were no additional complaints against this lot number. At this time, the device has not been received to perform an analysis. In addition, the customer has been contacted for details of the event but to date no additional information has been provided.

Event description:
The customer reported during the procedure parts of the sheath broke. It is unknown if all parts were recovered from the patient.

Manufacturer narrative:
The device was in use for treatment. A review of the DHR identified five rejects during manufacture of this lot number for foreign material. Complaint files were reviewed and there were no other complaints against this lot number. The potential effect to patient for the reported failure may be related to: bleeding, potential product damage, prolonged intervention. Potential cause: improper molding, material too fragile, excessive force applied during dilator/device insertion/withdrawal. Returned device analysis reveals one 10.5fadelante peel away introducer sheath and dilator within manufacturing specifications. According to the report, during procedure parts of the sheath came off. Upon evaluation of the returned sheath and dilator, it was found that the sheath looked normal and was tipped properly. However, a 7mm piece of the distal tip of the dilator was cut off. The cut that severed off the piece was not clean and even. It was severed off very roughly to the point where the 7mm piece of dilator was destroyed. It is believed the dilator was subjected to stresses beyond its capabilities during use out in the field. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains the same (medium). The event will be re-evaluated if additional information becomes available. Per the qa adelante introducer set in-process and final inspections it instructs the operators to use 10 x magnification for visual inspection unless specified otherwise. If rejected quantity exceeds the aql during inspection at any process step, immediately return entire lot quantity to manufacturing for 100 % inspection. Verify hub to be round and smooth, no cracks, sinking or unfilled areas, and check for fm. Check for excessive flash and pinch. Using 10x magnification, look down into hub for irregularities. Operators are instructed to measure dimensions per specification for the following, sheath length (end of hub to end of tube) using ruler, verify the ID of the sheath hub by inserting a go-no-go gauge of appropriate size all the way through to the tip of sheath for clearance verification. Verify the color of the ink and french size printed on the dilator hub lock nut is correct. Verify the printing is positioned correctly according to drawing. Verify color of nut corresponds to the correct french size according to color. Verify dilator hub lock nut spins freely on dilator hub. Verify no splitting at break lines and a smooth transition between sheath and hub on inside of hub. The instructions for use (IFU) informs the user of these adverse effects and possible complications: air embolism, bleeding, hematoma formation, and vessel damage. In addition, the IFU includes these precautions/contraindications: inserted introducer sheath should be internally supported by a catheter, lead or dilator. Dilator, catheter, or lead should be removed slowly from the sheath. Rapid removal may damage the valve resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine the cause by fluoroscopy and take remedial action. The entire procedure from skin incision to sheath removal must be carried out aseptically. Do not use power injector for contrast media injection from the side tube. Use of alcohol, antiseptic solutions or other solvents must be avoided, as they may adversely affect the surface of the sheath. Exercise caution during insertion, use, or removal of the introducer sheath to prevent aspiration of air into the vasculature.